Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was hospitalized for general chest pain that was not device related. While connected to telemetry, an intermittent 1 beat loss of atrial tracking was identified every 1 hour 30 sec, presumably due to the reference electrogram collection disturbing the sense amplifier resulting in an inappropriate ventricular sense. The right ventricular sensitivity was reprogrammed and the device remains in use. No patient complications have been reported as a result of this event.